Event description:
The following has been reported: biomed reported: "on 4-13-2026 "pump stopped administering critical med without an audible alarm. The screen said "service needed". There were no reports of patient harm; however, the active infusion was stopped. Staff was working on ending another infusion on the same pole so there were right in front of it when it occurred. They tried to restart the infusion with no luck so the pump was swapped out for a different one. The pump was infusing continuous fixed-rate dobutamine. Luckily, it was in ending an infusion on a separate pump on the same pole when staff noticed the pump stop, red top indicator light blink once or twice, and a red banner came on the screen and it said, "service needed". No audible alert. Biomed don't remember seeing any specific error code. Restarting the pump and reinstalling the infusion set didn't remedy the issue, biomed just switched to another pump, and don't believe there was any patient harm as this all elapsed in a matter of 2-3 minutes. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for sticky fva pins. The unit initially passed a mock infusion. During internal investigation it was found one of the four screws holding the fva assembly into the front housing was missing. The front housing screw mounts themselves are also deformed. It was also found the resistor drive motor has a pinched wire, while not actively failing the resistor motor will also be replaced.